Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine device change-out, the device entered backup vvi after external defibrillation was delivered due to an unsuccessful induction test. Device code download was successfully performed. Device was reinterrogated, and low hv lead impedance was observed. The patient was given a lifevest. One week later, it was reported that the lifevest had delivered therapy and upon interrogation, the device was found to be in backup vvi a second time. Programming changes were made and the device interrogation without issues. Device download was successfully completed. Patient was stable. The following week during rv lead revision procedure, the device was explanted and replaced when command shock testing found a high voltage circuit error. Patient has been discharged.